Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The failure mode positioning issue was removed as it is the root cause of low flow. The data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in aorta/impella position unknown. No motor current spikes observed in the logs. No other issues were found on the logs. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely due to pump was not in the proper position. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26701as it is unknown if the initial reporter also sent the report to the food and drug administration. As it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
B1-updated to adverse event. B2-selected required intervention. H1-updated to serious injury. H6 added clinical code 1888. Abiomed received information via an impact study stating that bleeding periprocedural from the surgery as well as from the impella graft site. Upon initial assessment, there was a definite relationship to the impella device and procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was difficulty during the impella ramp up. It kept ¿flipping into mitral valve¿ per the physician. Impella was ramped down to p2 and inevitably placement was optimized. Additionally, bedside echo measurement was >5.5cm and was giving low flows with continuous suction on lv placement screen. The device was explanted due to the positioning issues. Harsh coughing and ambulation were noted contributing factors. No patient harm was reported.